Event description:
It was reported that the physician had been implanting the device deep into the tissue and angling deep. The device was re-implanted several times during the procedure and noise was the end result. The physician was not concerned or under the impression that there was a device malfunction, but thought the device may need to be repositioned in the future. The device remains in use. No patient complications have been reported as a result of this event.